Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07032. It was reported that balloon rupture occurred. During a fistulagram, two 8.0 x80, 75cm gladiator¿ balloon catheters were advanced to dilate the target lesion. However, upon inflation at below rated burst pressure, both balloons ruptured. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07032. It was reported that balloon rupture occurred. During a fistulogram, two 8.0 x 80, 75cm gladiator(tm) balloon catheters were advanced to dilate the target lesion. However, upon inflation at below rated burst pressure, both balloons ruptured. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 2.8cm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07032. It was reported that balloon rupture occurred. During a fistulagram, two 8.0 x80, 75cm gladiator¿ balloon catheters were advanced to dilate the target lesion. However, upon inflation at below rated burst pressure, both balloons ruptured. No patient complications were reported and the patient's status was fine.